Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not showing. A technical support specialist dialed in to the app server and station. Patient information was confirmed to exist on both the server and patient records. Validation was performed with the user, who agreed the issue could be marked as complete. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es orders were not showing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.